Event description:
The initial reporter stated that the pump was alarming an low battery continuously. They stated that this resulted in missing two feedings. They did not state how long the delay was or if they were able to use an alternative feeding method successfully. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.